Event description:
An adc sales representative forwarded the following information: customer reported she had been using her freestyle neo blood glucose meter for several months with onetouch vita (lifescan) test strips and had been receiving unspecified "anomalous" results. Customer further reported she had her hgba1c test done and it was noted to be 12%. Customer was hospitalized. It is unknown what treatment may have been rendered during her hospitalization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. No investigation will be undertaken because customer was using incompatible test strips and it has previously been established that these test strips will produce lower results. Note: the freestyle neo related to this report is being submitted for purposes related to same and similar reporting. This product has not been distributed for use in the us. Note: the date of event is unknown. Note: the serial number of the meter involved in the complaint is unknown; hence the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.